Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 2 patient samples on a cobas c 503 analytical unit. On (B)(6) 2026, sample 1 had an initial result of 437 u/l. The repeat result was 123 u/l. On (B)(6) 2026, sample 2 had an initial result of 290 u/l. The repeat result was 217 u/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.